Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module energy device (pmed) module involved with this complaint and completed the device evaluation. Failure analysis of the pmed with an in-house system found an issue on port 2 due to a defective eas board 2 on the pmed. After replacement, the system was able to exercise the monopolar and bipolary cautery and cutting functions on all ports. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted esophageal diverticulum repair surgical procedure, the user observed that the harmonic ace instrument was not working. The customer received phone assistance from the technical support engineer (tse). Prior to the call, user confirmed that the system was checked prior to use and no issue was observed. Tse confirmed through the user if there were any related error and user confirmed none. The user was instructed to perform troubleshooting through system power cycle, ensuring properly seated cables, etc; however, the issue persisted. No further troubleshooting was performed. Surgeon elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse reviewed the system logs and confirmed no related error fault. Fse tested the system, and the issue was reproduced. Fse identified a defective personality module energy device (pmed) board. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. The replaced pmed board was returned for evaluation; however, failure analysis is still ongoing and has not been completed to confirm/identify any reportable failure mode(s). The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.